Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting telemetry and sensing issues at the time of implant. The ipg was not implanted.